Event description:
It was reported that while running bd bactec¿ fx, instrument bottom, packaged 4 false positive results were obtained in drawer c. Confirmatory gram stain was performed. The results were not reported and there was no patient impact. The following information was provided by the initial reporter: it was reported that 4 false positives on the fx instrument that had all come out of the same drawer and rows(c drawer, rows e&f).

Manufacturer narrative:
H.6. Investigation summary: customer reported an issue on a bd bactec fx bottom instrument (p/n 441386, s/n (B)(6). Customer reported false positives. No erroneous results were reported to doctors, and patients were not impacted. The bd service communicated with the customer and confirmed that the issue is not related to the instrument. This is an unconfirmed failure of the bd product. Review of device history record for this instrument is not required because this complaint does not allege an early life failure or failure at installation and has changed configuration since release from manufacturing due to service repairs/pms. Device was installed on (B)(6) 2014. Service history review was performed for this instrument and no additional work orders were observed for the complaint failure mode reported. Samples were not received by quality for investigation. If samples are received at a later date, the complaint may be reopened. Samples received consisted of log files. After reviewing the log files, investigation revealed that the false positives were caused due to ambient temperatures. The root cause was unable to be determined. Bd quality will continue to closely monitor for trends associated with this failure. Bd quality will continue to monitor for trends associated with the failure mode described in this complaint.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while running bd bactec¿ fx, instrument bottom, packaged 4 false positive results were obtained in drawer c. Confirmatory gram stain was performed. The results were not reported and there was no patient impact. The following information was provided by the initial reporter: it was reported that 4 false positives on the fx instrument that had all come out of the same drawer and rows (c drawer, rows e&f).